Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample in open packaging was returned from facility for evaluation. A visual evaluation was performed on the sample and it was noted a small cut was found in the pump segment of tubing. The set was functionally leak testing in order to verify leakage at pump segment with failing results. This small cut could cause air to be introduced into the set while in use." Based on the evaluation the defect was confirmed. A review of manufacturing records was performed and indicated that there were no quality issues during the manufacturing of this lot related to the reported issue. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: "right at the initiating of hd tx staff noticed that micro air bubbles on the top of dialyzer header and in venous chamber, upon inspection clinical practitioner found a few drops of blood at the blood pump roller. Treatment was terminated. Upon inspection of the blood line, we found tiny pinched/cut right above the arterial pod of the bloodline." No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.